Manufacturer narrative:
Device and initial implantation details unavailable at the time of this report, this report is submitted on february 16, 2017. (B)(4).

Event description:
Per the clinic, the patient experienced skin overgrowth at abutment site; subsequently the patient underwent revision surgery on (B)(6) 2017, in order to place an internal magnet.

Manufacturer narrative:
Correction: it was reported that the patients device was explanted on (B)(6) 2017 in order to implant a new device, not revision surgery as previously reported. This report is filed february 21, 2017. (B)(4).